Event description:
It was reported that, before implantation the pt had a tympanic perforation, in addition, his mastoid bone was highly pneumatized. The pt was implanted in (B)(6) 2011 and activated in (B)(6) 2012. He had good audiological results, despite 2 electrodes not being placed in the cochlea. Two weeks after implantation, the pt suffered from an infection at the skin over the implant body, which could not be cured despite antibiotic treatment. During a control appointment, and on a CT scan, it was seen that the implant body moved. The pt was explanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.